Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, d1, d2, d4, g4, g5, h2, h3, h4, h6 . Reported event was confirmed by review of medical records and photographs. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records were reviewed and indicate: anatomic alignment of the right hip arthroplasty. No acute abnormality. Suspected faint heterotopic ossification. No product was returned; visual and dimensional evaluations could not be performed for the head, a photo of the liner shows damage to the rim of the device, no other information can be obtained from the image. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown, unknown head lot #: unknown. Item #: unknown, unknown stem lot #: unknown. Item #: unknown, unknown cup lot #: unknown. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03167.

Event description:
It was reported patient underwent hip revision approximately a year and half post implantation due to instability. During the procedure, the head and liner components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.